Event description:
Reporter alleged blood glucose measured back to back results of 221 mg/dl compared to 45 mg/dl, 45 mg/dl compared to 105 mg/dl, and 105 mg/dl compared to 64 mg/dl. All testing was reportedly performed less than 10 minutes apart. Customer stated dosing insulin when clucose was high and self treating with food when results were low and no illness resulted. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.